Manufacturer narrative:
The pt expired and the pump was not explanted. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The hospital reported that the pt expired in the hospital. Ramp speed studies showed poor flow through the pump. The pt suffered a large posterior bleed to the brain and care was withdrawn the next day. The pump was not recovered from the pt.